Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2015 - voicemail, (B)(6) 2015 - voicemail, (B)(6) 2015 - voicemail, (B)(6) 2016 - email. A ge healthcare field engineer performed a checkout of the equipment. The tabletop and flush valve assembly were replaced, and the unit was returned to service.

Event description:
The hospital reported that, during induction, when the oxygen flush valve was depressed, the valve was noted to stick in the on position. The clinician reportedly pressed the valve again, and resolved the reported complaint. There was no reported patient injury.